Event description:
The curvature of it is not as it is supposed to be, and exchanged to another one without any problem. This was a catheter issue. The curve of the catheter was misshaped and unable to correct. The catheter was removed and a new catheter was used. No issues with the new catheter. No injury to the patient.